Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, high impedance and oversensing. Myopotentials and noise were noted with arm movement; a fracture was suspected. The lead remains in use, and x-ray and action are planned. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead was capped and replaced. No patient complications have been reported as a result of this event.